Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. 2 additional handpieces were used to complete the procedure, both remained intact. An x-ray was performed and confirmed nothing was retained in the patient. There were no patient complications reported.